Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient received a cls spotorno stem, 125, uncemented, 5.0, taper 12/14 on right side on (B)(6) 2006. The patient was revised on (B)(6) 2009 due to loosening.